Event description:
Complainant alleged that the medics were responding to a cardiac arrest of a male pt, who had been found down by the spouse. The emt's were performing CPR on the pt upon the medics arrival. The emt's reported to the medics that they had administered two shocks (joule settings unknown) to the pt. The medics then monitored the pt and the device indicated that the pt was presenting an asystole/idioventricular heart rhythm at 20. Pt CPR was continued as the pt was transported to the hosp. The complainant indicated that the chest compressions were applied to the pt through the electrodes. While en route to the hosp, the medics discontinued CPR in an effort to assess the pt's rhythm by monitoring the pt. The device indicated that the pt was presenting a fine ventricular fibrillation heart rhythm. The medics administered one 300 joule shock to the pt. The complainant indicated that at this point, the display showed artifact, and indicated that there was one hour time on the battery, and displayed a "poor pad contact" message. The medics checked all connection, and all appeared secure. The medic immediately changed the device to monitor mode, and the device indicated that the pt was still presenting a fine ventricular fibrillation heart rhythm. The medics again attempted to defibrillate the pt, but again the device displayed artifact and also displayed a "poor pad contact" message. The medics were unsuccessful in their attempt to defibrillate the pt, as the device charged, but would not discharge. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt had been down for some time. The complainant indicated that subsequently to the event, the facility's biomedical engineering dept determined that the defibrillator used in the event had functioned appropriately. Please reference the package insert, which advises the user against performing chest compressions through the pads.